Manufacturer narrative:
(B)(4). The sample was discarded. A follow-up report will be submitted upon the completion of baxter's investigation. A 510 number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510 number. However, it is being reported because it is the same or similar to the product distributed within the u.s.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 was not confirmed due to the lack of a sample. Based on the information obtained from baxter's investigation, the root cause of the alarm was not determined. The lot information was unknown; therefore, a batch review was not performed. Review of the labeling reveals the homechoice apd systems at-home guide contains sufficient labeling for the user error in this complaint. Baxter has received similar reports. The root cause investigation is in progress through (B)(4).

Event description:
A patient contacted global technical services (gts) regarding assistance with a system error 2240 while using the homechoice (hc) during a drain cycle. The patient was connected and did not disconnect at any time prior to the error. Gts explained that a large amount of air had entered into the disposable set and had the patient close the clamps and cycle power to clear the error. Gts then advised the patient to discard the supplies and either start over with new supplies or finish with manual supplies. No injury or medical intervention was reported.